Event description:
This event occurred during a scheduled crt surgery for the biopace study. After several attempts, the introducer sheath was pushed out from the cs with no success. One hour into the procedure, the pt had hypotension with pectoral pain and the irradiation of back pain to the spine. At that point, the sheath was introduced into the cs successfully and the lead was placed into the anterior vein with good electrical performance. The procedure was completed with the atrial lead in place. A few hours post procedure, the patients condition was unstable with hypotension and pectoral pain. An echocardiogram revealed pericardial effusion 1.4 cm close to tamponade. The patient was transferred to surgery where two holes in the rv outflow tract were noted. The holes were sutured and the pericardial space cleaned. The patient was doing well the following day. The physician alleged the unsucessful placement of the introducer sheath was the cause of the sae.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the lot number is unknown. The cause for the pericardial effusion remains unknown.